Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. The cause of the low bg was unknown. The customer was admitted to the hospital where they were treated with intravenous fluids of saline to address the issue. The customer was released from the hospital on 03/16/23 with no permanent damage and the issue resolved. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended. The customer continued to use the pump for insulin therapy.